Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 mixed tricuspid regurgitation (tr), rotated heart, thin leaflet and prolapsed posterior leaflet for a triclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment (slda) from the septal leaflet. The leaflet was observed to be ruptured. Additional triclip was implanted for stabilization of slda clip. The tr was reduced to grade <1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. In this case, based on the information reviewed, the reported poor image resolution appears to be due to procedural conditions (difficulties due to the angle from clip to shaft). The reported slda appears to be due to the patient anatomy (thin leaflets) in the physician¿s opinion. The reported tissue injury appears to be due to the slda. Tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.